Manufacturer narrative:
Image analysis: one still image was provided for evaluation. In the image you can see something on the heating element. It is not possible to tell from the image attached if the element is burnt or if its biologics on the element. Product analysis: heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. Visual inspection of the returned catheter revealed two kinks along the shaft, the kinks were observed at approx. 28.2 cm & 35.7 cm from the distal tip of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A closurefast rfa catheter was being used for treatment of the great saphenous vein (gsv). Local anesthesia, hand compression and tumescent infiltration were used. The lumen was flushed prior to use. The IFU was followed. It was reported the coil melted post use but there was no part of the coil exposed and there was no coagulant build-up on the heating element. No error messages/codes/warnings were displayed on the generator. Another closurefast was used to complete the case. No patient injury and no additional treatment was required.